Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of a smiths medical cadd extension set, the customer noticed that medical fluid was leaking from the filter. No patient consequences were reported. No adverse effects were reported.